Manufacturer narrative:
E1: reporting institution name, state, postal, and institution phone: (B)(6). Reporter phone #: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a pressure sensor autozero failed alarm. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported. This investigation is ongoing.